Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles near the luer lock connection of the cartridge. Blood glucose level was 390mg/dl. The customer successfully removed the air bubbles and resumed insulin deliveries.